Event description:
The customer reported that an unk amount of bleeding occurred after sealing during a hemicolectomy. The generator provided an end tone, indicating a completed seal cycle had occurred. The vessels were described as being 3/4 mm in size. The surgeon used manual suturing to complete the sealing. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.